Event description:
Boston scientific received information that this implantable defibrillation lead exhibited loss of capture (loc) during a routine in-clinic follow up. A chest x-ray revealed that the lead had dislodged. The patient was not pacemaker dependent. An invasive procedure was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was successfully repositioned and remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.